Manufacturer narrative:
There is no allegation against the ipg therefore the ipg is no longer reportable.

Event description:
Additional information indicates the reason for patients system explant due to lead migration. No issue reported with the ipg.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event details and patient¿s weight. Further information was requested but not received.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted for an unknown reason.